Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 15. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for greater than 8 hours. Error has occurred more than once after a battery change. Customer reported receiving a pump error. No harm requiring medical intervention was reported. The customer will discontinue to use the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement and self-test. Battery was removed and no pump error 23 occurred during testing. P-cap was attached and locked in place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 23 and pump error 15 occurred on 06/04/2024 07:34 during event date in history file. This was expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. Pump error 23 is not confirmed. Pump error 15 is confirmed due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.